Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 1627487-2019-08819. It was reported that the patient's system was decreasing therapy by itself. Patient attempted to turn on and increase stimulation, but the stimulation turned off immediately. Surgical intervention was scheduled to address the issue, but was canceled due to patient circumstances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that high impedances were observed for one lead. The patient underwent surgical intervention during which their left lead was explanted and replaced. Effective therapy was established post-operatively.